Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03490. It was reported that a burr became stuck on wire. A peripheral rotalink(tm) plus and peripheral rotawire(tm) was selected for an atherectomy treatment. During the procedure, the burr became stuck on the wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned loaded in the rotablator. The guidewire was inspected and it has the body kinked in several sections in the middle of the device and the spring tip kinked. The guidewire couldn't be removed from the rotablator, since the kink at the middle of the device by the rotablator connection is the cause of the guidewire being unable to be removed from the burr. Dimensional inspection was performed. Overall length couldn't be measured due to the device condition and all the outer diameter measurements taken are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-03490. It was reported that a burr became stuck on wire. A peripheral rotalink® plus and peripheral rotawire¿ was selected for an atherectomy treatment. During the procedure, the burr became stuck on the wire. No patient complications were reported.